Manufacturer narrative:
The devices for the two malfunctions have been returned to the manufacturer for evaluation. The investigations of the reported malfunctions are currently underway. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 47720 biopsy instrument allegedly experienced device markings issue. This information was received from various sources. Both malfunctions had no reported patient involvement. The patients¿ age, weight, and sex were not provided for either malfunction.

Manufacturer narrative:
The devices for the two malfunctions have been returned to the manufacturer for evaluation. One investigation unconfirmed the device marking issue. The investigation of the other malfunction is currently underway. The devices are labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 47720 biopsy instrument allegedly experienced device markings issue. This information was received from various sources. Both malfunctions had no reported patient involvement. The patients¿ age, weight, and sex were not provided for either malfunction.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 47720 biopsy instrument allegedly experienced device markings issue. This information was received from various sources. Both malfunctions had no reported patient involvement. The patients¿ age, weight, and sex were not provided for either malfunction.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed for two of the malfunctions. The devices for the two malfunctions were returned to the manufacturer for evaluation. The investigation for the two malfunctions was unconfirmed the device marking issue. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.